Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed undersensing during a recorded episode. Follow up was conducted and it was verified that no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.